Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018. An empty opened foil and a winding former with a un-dispensed needle/suture combination of product code: rc388, lot: lgz979 were received for analysis. The issued sample was not sent. During the visual inspection of sample, the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement. Per the conditions of the sample received, no breakage suture was found on the suture and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure in 2017, suture was used. The suture thread broke during use. There were no patient consequences. No additional information available.